Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb cable was damaged and would not charge the pump battery. However, after changing charging supplies and sources, battery could not be charged. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
The device investigation has been completed. Based on the analysis, the alleged battery issue was verified. However, usb cable was not returned; issue could not be verified.